Event description:
Post-operative films indicate that the patient's implanted interspinous fixation device at l4/l5 has migrated from its original position at l4. Per the surgeon's office, fusion has occurred as planned. Post-operatively the patient is doing very well and is free of post-operative symptoms. The surgeon has no plans for a revision surgery.

Manufacturer narrative:
Post-operative films from the surgeon's office provide confirmation of the device migration. An evaluation of the films indicates no apparent mechanical damage or breakage of the implant. There is no information from the surgeon to indicate anatomical damage which might have caused or contribute to the migration. Based on the evaluation the cause of the implant migration is inconclusive. Complications related to surgeon technique and/or patient selection cannot be ruled out as possible contributing factors.